Event description:
It was reported that during a routine follow up visit, the patient complained of being in ill health. The right atrial lead was noted to be dislodged as variation in wave amplitude was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a5dr01 implantable pulse generator (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).